Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that there were large air bubbles in the reservoir and tubing the day after priming. Blood glucose level at the time of the incident was 124 mg/dl. Troubleshooting was completed and the customer was advised to let insulin reach room temperature before use. The reservoir was not replaced or returned for analysis.